Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, a vessel sealer extend instrument failed to engage on universal surgical manipulator (usm) 3, but other instruments were engaging fine on usm 3. The intuitive surgical, inc. (Isi) field service engineer (fse) had the customer reseat the sterile adapter on usm 3, but the issue was not resolved. The customer installed the same vessel sealer extend instrument on the other usms, and it engaged without any issue. A system log review was performed by isi technical support, and error 22020 was identified. The error was pointing to disc 5 (for engaging with advanced instruments) on the usm carriage that caused the engagement failure. The customer installed the vessel sealer extend instrument on usm 4 and completed the procedure with no reported injury. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure was completed with all four usms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced universal surgical manipulator (usm) 3 to resolve the reported problem. The system was tested and verified as ready for use. Isi has requested the usm for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported failure was replicated and confirmed. The unit was tested on an in-house system and failed in normal mode as the vessel sealer extend instrument failed to engage. The unit had a noise and failed the friction and carriage tests. After further investigation, particulate debris was found in the instrument sterile adapter (isa). Additionally, moisture/haze was found in the rotors and joint sense mirrors.